Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with gas gain alarm. Customer also called (B)(6) staff who had come and switched the consoles out before the call was placed for assistance. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Information regarding the correct serial number of the device has not been provided from the customer despite multiple attempts to obtain the information, therefore, the production identifier component of the UDI is not available.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) stated ICU rn, called for assistance with a gas gain alarm. She also called the ccl staff, and they came up and switched the console prior to any sort of troubleshooting. I explained the nature of the alarm to the staff and how to troubleshoot in the future. The console was tagged for biomed and complaint information collected. A getinge field service engineer (fse) stated the troubleshooting and repair was completed on site by the customer. H3 other text : repair was completed on site by the customer.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with gas gain alarm. Customer also called ccl staff who had come and switched the consoles out before the call was placed for assistance.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.